Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. According to the patient, on 09/02/2025, they experienced a severe hypoglycemic episode and was unable to raise their blood glucose. The patient fell from his own height following severe hypoglycemia and lost his equipment during the fall. Due to the fall, the patient experienced a shoulder dislocation and relatives contacted emergency services. The patient was taken to the emergency room and hospitalized. At the time of the report the patient was still experiencing some minor memory issues. The malfunction that contributed to the event could not be determined. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).